Event description:
Customer reported the system collimator was stuck and no image produced. No pt injury was reported.

Manufacturer narrative:
A ge rep replaced the high voltage cable and collimator cover. The system operates as intended, and returned to customer for use.